Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No record of device being returned. This device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review preformed. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that the pumps did not operate consistently (intermittent operation). Event did not occur during surgery no extended surgery delay or patient harm.